Manufacturer narrative:
The suspect frame was returned to the manufacturer for analysis. The frame was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the cross pin on the reference frame was not locking securely. The reported issue was found to have occurred in the site's sterile processing department (spd). There was no patient present when this issue was identified. No additional information was provided.